Event description:
Boston scientific received information that during the attempted implant of this device, upon defibrillation threshold (dft) test displayed a fault code error. Two separate devices were attempted. It was determined that the right ventricular (rv) lead was faulty. Fluoro was performed and confirmed a fracture found on the right ventricular (rv) lead. The lead was capped and a new df-4 lead was implanted along with a new df-4 implantable cardioverter defibrillator (ICD). There were no adverse patient effects reported. This device was returned for analysis.

Manufacturer narrative:
Initial analysis completed in our post market quality assurance laboratory confirmed the observation noted during the attempted implant. A review of the memory log found the device had shocked into the shorted right ventricular (rv) lead causing internal damage to the device. Visual inspection showed the plasma fuse had signs of stress to the fuse. Additionally, the high voltage pad was shorting to the gcap pad measuring about 50 ohms in the high voltage cap arm of the printed circuit board (pbc).